Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation in support of this complaint from catalog 367841, lot number 3136153 . Visual examination of the photos was performed and revealed improper assembly causing the hemogard closure to not be placed on the tube correctly. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during the manufacturing of the product. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, two caps were found to be loose. There was no report of impact to the patient or user.

Manufacturer narrative:
E.4. Initial reporter facility name: (B)(6). Medical device type: gim. PMA / 510(k)#: k213670. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, two caps were found to be loose. There was no report of impact to the patient or user.